Event description:
It was reported that a user applied a new freestyle libre 3+ continuous glucose monitor (cgm) sensor and the ilet bionic pancreas did not receive glucose readings for several hours; during pairing, the ilet indicated the sensor was already in use by another device, and the user confirmed the libre app was active on their phone. No clinical signs, symptoms, or conditions were reported. Outcomes included the user electing to run backup therapy until new sensors arrive. User support included remote troubleshooting, education on single-device cgm connectivity, and review of bg run mode. Investigation of this case revealed that the cgm sensor was paired to the manufacturer¿s mobile app, which prevented connection to the ilet, consistent with a use-related connectivity conflict rather than an ilet device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing to another device.